Manufacturer narrative:
Concomitant medical products: metasul ldh head, 44, code j, taper 18/20, catalog no# 0100181440; lot no# 2418448. Modular femoral stem press-fit plasma sprayed cementless size 9, catalog no# 00771300900, lot # 61265777; modular neck g 12/14 neck taper use with +0 heads only, catalog no# 00784802300, lot# 61259854. Therapy date: (B)(6) 2016. The manufacturer did not receive devices or x-rays for review. Other source documents were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to elevated metal ions, fluid collection and corrosion at neck.